Event description:
It was initially reported that the zimmer meshgraft ii needed sharpened. Additional clinical follow up with the customer indicated that the teeth looked jagged and that the skin graft would either get caught or not mesh all the way through. The harvested graft was damaged and an additional unplanned graft harvest was required to obtain enough tissue to cover the wound site. There was some extension in surgical time due to the surgeon having it make the graft work to cover the wound; however, the amount of time surgery was extended was unknown.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/23/2005 and has no repair history at zimmer surgical. Evaluation of the device observed wear to the roller and nicks to the cutter. It was also observe that the ratchet gear was galled, the cutter was nicked, a side to repair, the device produced an acceptable test mesh and passed calibration check. Lack of preventative maintenance and improper handling most likely caused the nicks to the cutter, wear to the roller and bushing housing damage, which most likely caused the customer's reported event. Additionally, lack of preventive maintenance and improper handling most likely caused the galling of the ratchet gear and gouged side plate. The device was serviced and returned to the customer.